Event description:
A user facility reported that a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. Stated that the leak was visually observed but the location of the leak was not visible and could not be figured out. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 210 ml. The patient¿s hemoglobin (hgb) was drawn. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a dialyzer from the reported lot was returned for evaluation. During the gross visual examination, a delamination in the polyurethane (pu) was observed on the cavity ID end. The delamination was noted to be extending from approximately 280° to 30°, with the ports at 0°. The pu height on both ends was noted to be uneven. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. Stated that the leak was visually observed but the location of the leak was not visible and could not be figured out. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 210 ml. The patient¿s hemoglobin (hgb) was drawn. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.